Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device in the sterile processing department for a non-clinical activity the unit felt warm. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not be confirmed. The service repair technician (srt) performed a functional test and observed the saw to operate as intended. The srt operated the saw for approximately 45 seconds and the measured 22.5 degrees celsius (c) to 25.2 c using thermal camera. The srt replaced bearing, seal and o-ring as part of preventive maintenance (pm). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.